Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that about 3 weeks ago the patient noticed they could not get the patient programmer to communicate with the ins. As a result, the patient was unable to increase or decrease their stimulation. The patient saw their managing healthcare provider (hcp) yesterday, and the hcp told the patient that the issue could be due to the fact that the patient has lost 120 pounds, which may have potentially caused the ins to move. The hcp scheduled an appointment for the patient to have the ins replaced on february 7th, but they advised the caller to call patient services to make sure there wasn't a problem with the patient programmer. During the call, the patient got the 'poor communication' screen with and without the antenna. Agent reviewed that significant weight loss could contribute to poor communication. Agent also reviewed that the ins might have reached eos based on the age of the ins. Agent advised the patient follow up with their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.